Event description:
It was reported that the asymptomatic patient presented in clinic, the right ventricular lead exhibited high impedance. No other anomalies were noted. No additional information was available.

Event description:
New information received on 12/07/2018 indicating that during a defibrillation threshold test on (B)(6) 2018, the right ventricular lead exhibited another high impedance value. No intervention was performed. The patient would be continued to be monitored.